Event description:
Attempts at product return revealed that the explanted lead had been discarded by the facility.

Event description:
It was reported that the high impedance was observed on the patient vns. The vns was programmed off and x-rays were ordered for the patient. Follow up with the physician office revealed that there was no known trauma or patient manipulation that could have contributed to the high impedance. The patient underwent vns lead replacement surgery. The explanted lead has not been received by the manufacturer to date. No additional relevant information has been received to date.